Event description:
Customer reports the compact system produced an undosed result of hi. No actions taken based on device result. No quality controls were used. No adverse event reported. The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.